Event description:
The minerva device was inspected and the array appeared intact. The device was placed through the cervical os without difficulty. Uterine width was then assessed. The uterine cavity assessment was performed and passed on the first attempt. The device fired for a duration of eighty-two seconds and then suddenly stopped. The cervical balloon was deflated and the device removed. Inspection of the array revealed a small perforation at the left apex region of the array. Another minerva handpiece was obtained. The new minerva device was then inspected and the array appeared intact. The procedure was completed without difficulty. The device was removed and char was noted on the array.